Manufacturer narrative:
The pump passed the displacement test. However, unable to prime the pump during the prime test and the pump alarmed with motor error during the basic occlusion test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 175 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.